Event description:
Staff tried to use the capnoflex module on a dash 4000 to get a co2 reading. The daily operational check was performed as described in the operator manual and the unit did zero as it was supposed to, but once it was placed on a patient it would not read any respiration. Staff tried another device and the same thing happened; finally, they tried a 3rd module and it worked. The staff had lost confidence in all of their modules and asked biomed to check them all. The ER only has 8 of these and 3 of the 8 were found to have the same problem. Opened the unit and found the internal hose disconnected. Manufacturer response: for co2 module, ge (per site reporter). They offered to repair it at a flat rate of (B)(6) and no further support was given. Manufacturer response: for co2 module, ge (per site reporter). Offered to repair it and a flat rate of (B)(6). No further support was given. Manufacturer response: for co2 module, ge (per site reporter). Send it in for repair at a flat rate of (B)(6). No other support was given. I had 3 of these and since it was broken I decided to open it up to find that it was a very simple fix